Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed increased threshold measurements and lost of capture at maximum pacing outputs. Sensing measurements were lower than during the last interrogation. It was thought this lead was dislodged. As the patient with this lead is assymptomatic, a decision was made to leave this lead implanted and not perform a lead revision at this time. No adverse patient effects were reported.

Event description:
Additional information was received: two months later, the patient with this atrial lead has been hospitalized for similar symptoms. An atrial lead revision procedure is intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision procedure was performed. This lead was surgically abandoned and replaced. No further patient symptoms were reported.

Manufacturer narrative:
When additional information has been received, this event will be updated.